Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: did the surgeon suture the stomach hole up and then the omentum onto the area of concern, or if the surgeon sutured the hole up with the omentum? He sutured the area with a figure of 8 and brought the omentum up to the stomach after that.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, second firing in with gst60t reload. After firing the device it seemed to get stuck. Once the doctor managed to remove the device there was a staple stuck in the cartridge and there seemed to be a gap in the stomach patient side. He completed the sleeve gastrectomy then sutured the omentum onto the sleeve where the second firing occurred. No adverse event occurred to the patient. Delay theatre by 10 minutes.

Manufacturer narrative:
(B)(4). Batch # r57r66. Device evaluation: the analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.